Event description:
The customer observed elevated alinity I free t4 (ft4) results across multiple alinity I processing modules within the customer¿s healthcare system. The following data was provided (customer¿s reference range for ft4: 7.9-14.4 pmol/l): sid (B)(6): (B)(6) 2024 at 15:12 result 33.18 pmol/l (reagent lot 56201ud00 / analyzer sn (B)(6)) . (B)(6) 2024 at 16:08 result 14.18 pmol/l (reagent lot 56159ud00 / analyzer sn (B)(6)) (B)(6) 2024 at 09:38 result 16.49 pmol/l (reagent lot 56159ud00 / analyzer sn (B)(6)). The customer stated they have seen multiple high results on patient samples that do not fit the clinical picture of the patients and when the sample is rerun the value returns in the normal range. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 56201ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 56201ud00 was identified.

Event description:
The customer observed elevated alinity I free t4 (ft4) results across multiple alinity I processing modules within the customer¿s healthcare system. The following data was provided (customer¿s reference range for ft4: 7.9-14.4 pmol/l): sid (B)(6): (B)(6) 2024 at 15:12 result 33.18 pmol/l (reagent lot 56201ud00 / analyzer sn (B)(6)), (B)(6) 2024 at 16:08 result 14.18 pmol/l (reagent lot 56159ud00 / analyzer sn (B)(6)), (B)(6) 2024 at 09:38 result 16.49 pmol/l (reagent lot 56159ud00 / analyzer sn (B)(6)). The customer stated they have seen multiple high results on patient samples that do not fit the clinical picture of the patients and when the sample is rerun the value returns in the normal range. There was no impact to patient management reported.